Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a diabetes clinical manager that the customer received emergency medical assistance due to an imminent low blood glucose on (B)(6) 2018 with blood glucose of 283 to 70 mg/dl at the time of the incident. The customer was at 194 mg/dl at the time of the call. The customer added 100 units to their reservoir and did not rewind the pump or disconnect from the pump. The customer used juice, glucose tablets, and was given glucose gel to treat the low. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event, but the customer had not been trained on the sensor. Troubleshooting was not completed as the customer was not the reporting party. The insulin pump will not be returned for analysis.